Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the device had to be removed because the patient was allergic to the metal alloy. The patient had wound breakdown. It was noted the patient was not allergic to all metal, but some sensitivity to some and not to others. It was stated, "the reaction would have led eventually to an infection so we had to remove it". The medication in the pump was not known.